Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels due to a bent cannula yesterday. Customer changed the site and treated with a manual injection. Customer's blood glucose level went from 490 mg/dl to 32 mg/dl in 3 to 4 hours. An ambulance was called. Customer declined troubleshooting because she states maybe she over treated. The ambulance was called on (B)(6) 2014 with a blood glucose level of 32 mg/dl. Customer was high earlier and possibly overtreated. Customer is very careful and was upset because her sensor glucose and blood glucose readings were off. The ambulance did not treat her. Customer's blood glucose level was 82 mg/dl when they left. Customer treated herself with sugar. No additional information provided.